Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted in the patient for the endovascular treatment of a proximal type I endoleak involving another manufacturer's aortic cuff. It was reported that, during the index procedure, the tip of the 28mm aptus guide catheter became deformed while being deflected not allowing the applier to advance through the tip. The physician elected to remove the guide and replaced with another 28mm guide. Again, the tip of the aptus guide catheter became deformed while being deflected not allowing the applier to pass through. It was then discovered that an endoanchor became dislodged and embolized during the procedure. The physician elected to use a snare device and successfully removed the embolized endoanchor. The physician believed the anchor was not fully through the stent graft and into the aortic wall, and may have been dislodged during a high pressure contrast bolus for a completion angiography run. The physician then used a smaller aptus guide catheter to complete the procedure without any additional issues. Per the physician, the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.